Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had the 3rd & 4th button were non-operative in the top row of the keypad. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name. D3: device manufacturer name. D4: model #. D4: unique identifier (UDI)#. G4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "3rd & 4th button top row defective" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as keypad has a delayed or intermittent output. The cause of the condition was a shorted key. The keypad requires to replace to address this issue. Should additional relevant information become available, a supplemental report will be submitted.